Event description:
Per the clinic, the patient experienced a non-device related medical condition and granulation tissue at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.

Manufacturer narrative:
It was reported that the electrode array had migrated prior to explanting the device.